Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay where error code 1018 (calibration check failure, cal a, result too high) was generated. The customer was sent a new lot of rubella standard and master calibrators and upon recalibration with the new calibrators, a successful calibration was achieved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.